Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.load step malfunction was verified in the black box. During cartridge load pump load to 45 units when cartridge was set for 200 units. Opened pump and removed from case. The force sensor was contaminated with a green substance. Force sensor resistance reading was 22k ohms. The trace at the pin of the force sensor flex was cracked. Unrelated to the complaint, the display was faded and pink and the battery compartment was cracked from the threads to the case seal. Opened pump and removed from case. No moisture or corrosion in the pump. The contrast button was intermittent. The ok, down and up buttons were functional. No damage to the keypad. Removed the keypad. Contamination under the contrast, up, and down button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue: during the load step the patient reports that the pump was pushing out insulin. Patient was advised to go to an alternate delivery method. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.